Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the damage on objective lens led to the malfunction of the screen turns black with no image, cause traced to component failure. Based on the results of the investigation, it is likely the following led to the malfunction of burnt c-cover, cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope presented black screen with no image and burnt c-cover. There was no patient involvement.